Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During procedure, it was reported that onyx visibility was difficult to see under the fluoroscope. No patient injury reported.